Manufacturer narrative:
No button error alarm during testing. However unit had intermittent act button response due to flattened buttons dome switch. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, and shifted end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The act button on the insulin pump was unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.